Manufacturer narrative:
Additional information provided. The customer¿s report of a system error was confirmed. Physical inspection noted damage to the tamper switch shroud and to the surrounding area of the rear case. There were no other anomalies observed. Review of the log shows the pcu was powered on with lvp 15081914, syr 14937580 and syr 15087112 connected in positions a, b and c respectively on 09-dec-2018 17:09. The system malfunction alarm occurred on 10-dec-2018 11:37, however during this time period only lvp 15081914 had been selected to perform an infusion (hartmanns) and at the time of the system malfunction alarm, was infusing at 101.0ml/h, and had delivered a total of 2260.31ml. This infusion was interspersed with partial patent side occlusions (x11), patient side occlusions (x39) and infusor auto restarts (x54). Rate accuracy testing was performed and the device was within specification. The root cause of the customer¿s report was due to the involuntary activation of the rear mounted tamper switch. It was established by bd from a site visit that the alaris systems were being mounted onto modified agw / IV stands. The modified agw / IV stands had protrusions which interfered and activated the tamper switch resulting in the error code 132.3000 being generated.

Event description:
The reported feedback suggests that there was a system error. Patient's blood pressure dropped requiring drug administration to rectify situation. Patient stabilized.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there was a system error. Patient's blood pressure dropped requiring drug administration to rectify situation. Patient stabilized.